Manufacturer narrative:
Unit received with broken reservoir tube lip and reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was not functioning. Customer reported that the device was cracked at the reservoir compartment and the battery compartment from over tightening. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.